Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metallosis and elevated metal ion levels. Obvious galvanization was noted at the taper stem interface.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Litigation papers allege the patient suffered clicking and grinding in the right hip along with increasing hip pain. Synovitis and metallosis were found during revision surgery. It is alleged that the patient was injured by excessive levels of chromium and cobalt in his blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.